Event description:
It is thought that as the guide wire was being advanced, an approx one cm in length piece of distal tip of guide wire separated and flowed downstream. The tip lodged in the left circumflex coronary artery. The pt has suffered no adverse problems since the incident.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: other, other, guidewire. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.